Event description:
It was reported that a zmb00 20.5 diopter intraocular lens (iol) was explanted from a female patient's eye approximately one (1) month post implant due to the patient experiencing starbursts around lights at night time. The lens was replaced with a zcb00 monofocal iol. No additional information provided.

Manufacturer narrative:
(B)(4) - all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The explanted lens was received and forwarded to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the return sample is delivered in a zip lock bag. The lens is cut in pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens optic is damaged. The lens is contaminated, dust particles are present. Considering the condition of the lens additional analysis is not possible. A review of the manufacturing records was conducted. Results of the review revealed all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.